Event description:
According to the reporter: during thoraco/wedge/segmental resection, for the first firing for segmental resection of lung, they used handle and reload. During the surgeon fired the device and a crack sound was heard, however the firing was completed. For the second firing they used same handle and new reload. The surgeon could open and close the jaws ,however the handle ran idle and could not fire the device. The event occurred in use for patient. The procedure was completed with another device. The status of the patient: no problem.